Manufacturer narrative:
It was reported that the generator was able to deliver energy when the return pad was not grounded. The unit is being returned to the MFR for eval.

Event description:
It was reported that the generator was able to deliver energy without the return pad grounded.